Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/17/2017, that on (B)(6) 2017, the patient experienced a large rash. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that two days after the sensor was inserted, they noticed itching and a rash that was spreading. Rash was centered around the sensor, but was also all over the patient's upper body, as well as halfway between the waist and knees and their under arms. On (B)(6) 2017, the patient went to urgent care to have the rash treated. The patient was prescribed hydroxyzine pamoate (25mg 3x daily) and cyproheptadine (4mg 1x daily) and by (B)(6) 2017, the rash was mostly gone. The patient also treated the rash with over-the-counter cortisone-10. At the time of contact, the patient was not experiencing a reaction. No additional event or patient information is available.